Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: thirsty, vomiting. A patient reported they were not able to read the display. Their meter allegedly would not display a complete display. The result on their meter was 421 mg/dl three months ago. Treatment was double up medications on the patient's own, glucotrol. Customer purchased another meter to continue testing. No further information has been reported.